Event description:
Hill-rom received a complaint on one of its vest model 105 airway clearance devices alleging the patient's rib was fractured after treatment. The report indicated that the patient had used the device slightly longer than what was recommended by her trainer. No malfunction of the device was alleged nor found through the analysis of the unit.